Event description:
Home pt (hp) reported dialysis treatment was completed on the baxter sps 1550. Hp reported no adverse signs or symptoms exhibited during treatment. Following treatment, hp found a discrepancy in the ultrafiltrate programmed to be removed and the actual weight. Pre-treatment weight was 202 lbs, post-treatment weight was 196.5 lbs and goal ultrafiltrate to be removed was 3.1 kg incuding the rinse back. Hp reported goal weight actually removed was less than programmed weight to be removed. Hp does not record alarms during therapy. Hp did report the venous pressure was running high this day. Blood flow rate 400, length of treatment four and/half hours. Hp reported there was no medical intervention and no pt injury resulted from this event. Hp does eat lunch and drinks 1-2 oz liquid during treatment.